Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 type of follow up - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event and fell into a coma. The cgm was reading 100 mg/dl and the blood glucose reading was 34 mg/dl. The patient¿s daughter treated the patient with glucose and a sandwich called an ambulance. Upon arrival the paramedics treated the patient with intravenous glucose and oral glucose and took the patient to the hospital. At the hospital the bg reading was 149 mg/dl and the cgm reading was 50 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient fell into a coma. The reported glucose values fall within the d zone of the parkes error grid after the patient received treatment. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced a hypoglycemic event and fell into a coma. The cgm was reading 100 mg/dl and the blood glucose reading was 34 mg/dl. The patient¿s daughter treated the patient with glucose and a sandwich called an ambulance. Upon arrival the paramedics treated the patient with intravenous glucose and took the patient to the hospital. At the hospital the bg reading was 149 mg/dl and the cgm reading was 50 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient fell into a coma. The reported glucose values fall within the d zone of the parkes error grid after the patient received treatment. No additional patient or event information is available.